Event description:
One device was returned for analysis. Investigation found degraded downstream occlusion (dso) seal, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis with initial complaint of dose cord error alarm, which is a non-reportable malfunction. Visual inspection of device found the downstream occlusion (dso) seal was degraded. This indicates the integrity of the seal was compromised and could result in an interruption of therapy. This presents a reportable malfunction. The dso seal was replaced.